Manufacturer narrative:
(B)(4). Date sent to FDA: 12/10/2020. Additional information: d9, h3, h6, h3 analysis summary: during the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appears to be by use of a surgical instrument could be observed. This report is being submitted pursuant to the provisions of 21 cfr, parts 4 and 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the fixation tab broken? No further information is available. Lot number? No further information is available.

Event description:
It was reported that a patient underwent a total knee replacement surgery on (B)(6) 2020 and barbed suture was used. During the procedure, the fixation tab was broken at the 1st stitch during wound closure on the fascia. All the broken pieces have been retrieved. The lot number is unknown. There were no adverse patient consequences reported. Additional information was requested.